Manufacturer narrative:
Medical product: metasul ldh, head, 48, code n, taper 18/20; catalog no#: 0100181480; lot#: 2411334; metasul ldh, head adapter, s, -4, taper 12/14-18/20; catalog no#: 0100185145; lot#: 2420188; femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 7.5 standard offset; catalog no#: 00771100700; lot#: 60824969. Therapy date: unknown. The manufacturer did not receive devices or x-rays for review. Surgical report were provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to unknown reasons.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Product examination: the shell, head and adapter were returned for investigation. The shell has very minimal bone ongrowth and several spots of polished surfaces on the coating of the shell. The articulating surface of the shell has numerous scratches, whereas the outer rim has several damages, likely stemming from the instruments during the revision procedure. Nothing conspicuous can be seen along the inner rim of the shell. The head was received with a disassembled adapter. The head is mainly inconspicuous, with the articulating surface having several light scratches and small areas with a "milky" surface. The articulating surface of the adapter shows signs of fretting corrosion. Review of the device history records identified no deviations or anomalies during manufacturing. The provided surgical report from the implantation procedure was reviewed without any anomalies noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.